Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was with their sister when they had a seizure. The patient's parents arrived and called an ambulance and while there were waiting, they received instructions from the paramedics via phone to treat the patient with 1 glycogen injection (1 milligram) and 1 glucose gel. When the paramedics arrived, they took a blood glucose reading which was 2.3 mmol/l and the cgm reading was 7.8 mmol/l. After, treatment the patient regained consciousness and recovered. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.